Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The irritation was described as white and irritated. The scratched her skin causing the skin to open. There was no alleged device malfunction contributing to the irritation. The patient is allergic to certain materials. Patient was seen by a allergist. The patient was prescribed hydrocortisone, eucrisa cream 2%, and epiceram cream. Follow up indicated the irritation improved.